Event description:
During testing of the device by a zoll medical service technician, there was no pacer output. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty mode relay on the hv module.